Event description:
It was reported that a user of the ilet with a contact detach steel infusion set and dexcom g7 experienced hyperglycemia of unclear cause after a full supply change and shower, with glucose reportedly 140 mg/dl prior to the shower and subsequent troubleshooting that included disconnecting, filling tubing until drops were seen, and reconnecting. Symptoms included elevated glucose of 322 mg/dl without reported acute systemic symptoms. Outcomes included no hospitalization, no emergency care, and no alerts or alarms. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed no device malfunctions identified during the session and no obstruction noted during tubing fill. It was concluded that the cause of the hyperglycemia was undetermined with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.